Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, serial# unknown, product type: unknown. Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins). It was reported that the patient has not used the ins for years and she was concerned something had come loose inside her. She stated that on sunday she had her cell phone in her front pocket and she kept thinking she was getting a phone call because of a vibration. She stated she continued to feel the vibration in the front part of her urethra. She stated it was like she had the ins on. She started to have pain just maybe 4 inches from the ins was implanted. She stated that the pain was different then what she normally has, not a part of her bulging discs. She put batteries in the pp and it was not recognizing the ins. She did not remember the screen that was coming up. She stated she has had no falls or traumas. Additionally, the patient stated she had "4 wires and only 2 were working and 2 were not working, but they could make all 4 work if the symptoms she was having was not working at the time. She stated they could change that with the device but the healthcare professional (hcp) had not with her device. She stated the 2 wire they were using helped her symptoms. The patient further stated she did not need the ins in her body anymore before the experimental reason it was implanted was solved. Additional information received reported the battery was dead, there was a continuous vibration, and they had pain in the back. Additional information from the patient on february 13th reported all the healthcare professionals (hcp) were an hour and half away and the rest were further and they had no idea if they would accept the patient¿s insurance, but they planned to call. The patient noted basically if they didn¿t accept their insurance they were stuck with a device in their body that could be malfunction and no one qualified locally to help. There were no further complications that have been reported as a result of this event.